Manufacturer narrative:
The tech replaced the brake/steer caster to repair the bed.

Event description:
Info received indicates, the foot end brake will not hold in brake. The brake/steer caster continues to ratchet side to side.